Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, following cataract surgery with an intraocular lens (iol) implantation procedure, iol axis rotation and a material defect in the lens were found to have occurred. Additionally, the patient experienced endothelial cell loss. Additional information was received and stated, post-operatively patient experienced corneal endothelial cell loss, lens rotation and decreased vision in the right eye. The causal relationship to the iol rotation remains unclear and the patient developed dead bag syndrome resulting in a capsular bag with neither adhesion nor contraction around the iol. A total of three intra ocular lens (iol) axis realignment procedures were performed on (B)(6) 2026, (B)(6) 2026 with capsular tension ring (ctr) insertion and (B)(6) 2026. However, the iol rotated again within 1 to 2 weeks after each procedure. The lens was planned to be explanted.